Event description:
It was reported that the customer experienced a blood glucose (bg) level that was "high" (specific value was not provided); cause was unknown. Customer gave a correction bolus via the pump and manual injection to address bg level. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.